Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) product ID 97755 lot# serial# (B)(6) was returned for product analysis. Analysis found that there was a failure with the recharger and that a "no device found" message was seen and the device got hot after running at the donut end. B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. It was reported that starting probably about 3 weeks ago maybe longer pt had issues charging the implantable neurostimulator (ins) for it was acting funny. When charging the ins it would not charge or it would come up where they could plug something in. They would leave the rtm into the controller and it would kick right back off, they thought it would start to charge the ins but then do nothing for it would kick back going blank and unresponsive. Now the pts controller was dead and the controller was not working at all. When charging the ins almost a week ago they got a message to contact medtronic then it disappeared then the screen went blank and would not turn on or do anything. Pt noted their back was now driving them nuts without the ins having a charge. During call pt verified no damage to the controller charging port; pt examined the rtm and noted there was a split in the rubber cord. Pt removed the controller battery and plugged the controller into the ac power supply, pt verified the controller turned on. Pt put the battery back into the controller and verified the controller was charging. Caller got memory problem so agent walked pt through setting up the controller. The issuewas not resolved. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.